Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell out while the patient was sleeping due to which he experienced high blood glucose level. Therefore, on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was 700 mg/dl and had high ketone level which their health care professional assessed as dangerous/life threatening. During hospitalization, he received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital and had no other permanent damage. No further information available.